Event description:
It was reported to philips that the device was beeping and displaying a red x. There was no patient involvement.

Event description:
It was reported to philips that the device was beeping and displaying a red x. There was no patient involvement.